Manufacturer narrative:
Product analysis: at analysis it was noted that the touch screen was misaligned and was out of calibration, there were errors in the update history and the power cord was worn out. The touch screen connector was cleaned and reseated, the touch screen parameters were reset, the touch screen was calibrated, the power cord was replaced, new software was installed and the device was cleaned. It then passed its electrical safety as well as all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as "defective" and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.